Manufacturer narrative:
The complainant was contacted to discuss the reported issues. After a troubleshooting conversation with the complainant, it was determined the battery discharge was a result of the power switch being left on when the cot was not in use. The manual release issue was reported as only intermittent; however, the complainant was referred to the IFU for instructions on adjusting the manual release handle and removing air from the actuator valves. A new battery was provided as a courtesy. A follow up call was placed to the complainant and they confirmed both the power and manual features were operating as intended. No further information has been provided regarding any later alleged injury to the patient.

Event description:
Complainant reported the cot would not operate under power and while unloading a patient they experienced difficulty in lowering the cot legs while in manual mode. The patient was transferred to a wheelchair to complete the transfer. No injuries or adverse effects to the patient or crew were reported.